Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 23-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: a review of the black box showed no evidence of a power on reset event on or before the date of the complaint. The battery compartment and cap were undamaged and fit securely. The battery cap was fastened and unscrewed a half turn with no reboots. No evidence of moisture corrosion was found. The rewind, load, and prime steps were performed successfully and no power interruptions occurred. The pump cover was removed to find no moisture ingress or intermittent conditions to the power printed circuit board. The power complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.